Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Germ contamination, possibly weakened immune system, implant came out during reopening - primary gingiva healed without problems, no pain. Same patient as (B)(6).